Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in MFR contact info. And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown initial reporter's state: unknown. (B)(6) has been used for this MDR because the customer's call was received at the bd corporate headquarters in (B)(4). Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as neither a catalog nor lot number were provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
A consumer reported that an unspecified bd insulin syringe needle bent while her daughter was using it and her daughter stuck herself with the needle. There was no report of medical intervention. The consumer who called to report this incident hung up before contact information was obtained and as of the date of this report has not called back.